Event description:
Rptr wishes to provide additional info. On two different pt charts, the system showed an error message that read "unexpected application error". When attempting to retrieve info on these pt's treatments, it was noted that the info is not logged. Facility continues to use software, but staff "watches it very closely".